Event description:
Rt cochlear implant failed. Patient complained that it was not working. Patient had surgery to remove and replaced it for a new implant. When removed the device appeared to be grossly intact.